Manufacturer narrative:
The microsensor was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information received; it is unknown if during patient transportation and patient transfer from the stretcher to bed, the appropriate measures/precautions were taken to reduce the amount of electrostatic discharge (esd). The haemodynamic status of the patient was stable despite the elevated icp reading. As there was a small degree of uncertainty that the icp readings may be truly elevated the patient was taken back to operating room and the microsensor was removed. An evd was inserted. When evd was inserted the opening pressure was not elevated at 10cm h20.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number (B)(4): a facility reported that during use of microsensor (unknown product ID), the icp express unit was appropriately zeroed prior to insertion in a patient, and readings of icps 30-50 caused the patient to return to theatre for evd insertion. When the icp was removed from patient, neurosurgeons reported that readings were still in the 30s at atmospheric pressure. Additional information received indicates that the patient presented to the emergency department having fallen from electric scooter at high speed while intoxicated, and suffered right extradural hemorrhage. Her gcs deteriorated from 11 to 3 and she was intubated. She went to ot for craniotomy + evacuation of extradural hemorrhage + insertion of icp monitor. The icp monitor was reading low-normal (icp 8) after completion of this operation which included replacing the bone flap. However about 3 hours later ICU called saying the icp monitor was reading very high (50¿s) while the patient remained sedated and intubated. They noted that the hemodynamic status of the patient was stable despite the elevated icp reading, and would have expected, for example, elevated blood pressure in concordance with a high icp. We were advised that the icp monitor had at some stage been re-zeroed in ICU and was then reprogrammed back to the same initial number that was documented in the operation note. As there was a small degree of uncertainty that the icp readings may be truly elevated we took her back to theatre. When the icp monitor was taken out in the theatre the reading was 34 after removal from patient and exposure to air. When evd was inserted the opening pressure was not elevated at 10cm h20. A new icp was not inserted as it was not necessary with an evd in situ. No further patient impact was reported.